Event description:
Customer reported an issue with incorrect time settings on a medical device, leading to a blood glucose level reading of "high." The customer managed the high blood glucose level with a correction injection using multiple daily injections and did not require assistance from a third party. Technical support helped the customer update the pump time and advised monitoring for any future time discrepancies, which the customer acknowledged.